Event description:
The customer reported to olympus, water entered the video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The field service engineer contacted through a call the customer, who confirmed the issue was resolved, the device worked properly and transferring to repair department was canceled. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.